Event description:
The customer reported a loss of fluoroscopic x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced a generator module. The system operates as intended.